Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and battery depletion issues were verified while based on the analysis, the alleged battery hot to touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, customer reverted to an alternate method of insulin therapy.